Event description:
The micro oscillating saw was sent for eval due to overheating during testing. The event occured during a routine maintenance visit. No adverse event was associated with the device.

Manufacturer narrative:
The device got warm but did not overheat during performance testing. Corrosion of the motor was identified as the probable cause of the device quickly getting war; corrosion damage can cause the device to overheat due to increases friction between the moving components within the device.